Manufacturer narrative:
Additional manufacturer narrative: the device was not available for return as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. It is possible the stenosis observed in this case was due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. As the device was not returned to edwards for analysis, the root cause for the severe stenosis remains indeterminable; however, patient related factors may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 23mm pericardial valve was disabled after an implant duration of four (4) years, ten (10) months, one (1) day due to severe symptomatic aortic stenosis. Through follow-up, it was learned the patient presented to the emergency room with increasing shortness of breath and fatigue and was found to have evidence of congestive heart failure and prosthetic aortic valve stenosis a second device, a 23mm transcatheter bioprosthetic valve, was implanted in the aortic position during a valve-in-valve procedure. Both devices remained implanted. The patient was noted to have done very well. The patient was a 64 year old female with a history of severe aortic insufficiency, subacute type one aortic dissection, bentall procedure with aortic valve replacement, mild to moderate mitral valve regurgitation, diabetes mellitus type ii, obstructive sleep apnea, morbid obesity, diastolic dysfunction, benign hypertension, pulmonary hypertension, hyperlipidemia, gram positive bacteria, end stage renal disease, dialysis, respiratory failure, hypertension, atrial fibrillation and chronic obstructive pulmonary disorder. The patient was also a former smoker.